Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Suspected right lower body paralysis: two years ago, cto of the right cia to eia was treated with viabahn vbx (8 mm) stent-raft and bare stent (8 mm), and stenosis of the left cia was treated with bare stent. On (B)(6) 2023, the relaypro (ar-b3425034) was delivered through the right cfa and deployed from zone 3. Originally, the left leg was better conditioned to deliver the stent-graft, however, due to the occlusion of the left sfa and significant calcification in the cfa, access from the left leg would likely cause intimal damage which would require repair or f-p bypass, so the procedure was performed from the right cfa despite the adverse conditions in accessing. As the adam-kubitz artery (aka) was located slightly distal to th10, landing zone was planned to not cover the aka. However, because the aneurysm was in the lesser curvature, the stent-graft could not be delivered proximally as expected, there was no choice but to place the stent-graft with the aka partially covered. The possibility of covering the aka had been explained to the patient prior to surgery. After the placement, mep monitor showed a consistent waveform. The mep continued to be monitored while maintaining hypertension, however, the wave disappeared when the blood pressured was lowered just before completion of closure. The patient was immediately awakened and found that the patient had no sensation from the base of the right leg distally. The spinal drain was placed. The patient then appeared to have regained some sensation in the right leg but was still unable to move the leg. The patient left the procedural room with the spinal drainage in place. Comments from the physician: the event might not have occurred if hypertension had been maintained for the time being. The patient is being monitored under spinal drainage. If two stent-grafts had been implanted instead of one relaypro 250mm, covering the aka might have been avoided. However, under these adverse vascular conditions, it would be practically difficult to deliver even two stent-grafts. In addition, the relaypro bare stent has the thinnest delivery system currently available in japan, so there was no other choice. Physician's comment on cause: the physician speculated that both occlusion of the adamkiewicz artery and premature timing of the blood pressure lowering might have caused this event. Operation type: tevar for the descending aortic aneurysm blood loss: amount is unknown. No image available no pre-case plan available additional information may be available upon request (tc#bm230400001) patient outcome - "harm to the patient's health is serious. The patient's outcome is unknown. The patient is monitored under continued spinal drainage."

Event description:
Suspected right lower body paralysis: two years ago, cto of the right cia to eia was treated with viabahn vbx (8 mm) stent-raft and bare stent (8 mm), and stenosis of the left cia was treated with bare stent. On (B)(6) 2023, the relaypro (ar-b3425034) was delivered through the right cfa and deployed from zone 3. Originally, the left leg was better conditioned to deliver the stent-graft, however, due to the occlusion of the left sfa and significant calcification in the cfa, access from the left leg would likely cause intimal damage which would require repair or f-p bypass, so the procedure was performed from the right cfa despite the adverse conditions in accessing. As the adam-kubitz artery (aka) was located slightly distal to th10, landing zone was planned to not cover the aka. However, because the aneurysm was in the lesser curvature, the stent-graft could not be delivered proximally as expected, there was no choice but to place the stent-graft with the aka partially covered. The possibility of covering the aka had been explained to the patient prior to surgery. After the placement, mep monitor showed a consistent waveform. The mep continued to be monitored while maintaining hypertension, however, the wave disappeared when the blood pressured was lowered just before completion of closure. The patient was immediately awakened and found that the patient had no sensation from the base of the right leg distally. The spinal drain was placed. The patient then appeared to have regained some sensation in the right leg but was still unable to move the leg. The patient left the procedural room with the spinal drainage in place. Comments from the physician: the event might not have occurred if hypertension had been maintained for the time being. The patient is being monitored under spinal drainage. If two stent-grafts had been implanted instead of one relaypro 250mm, covering the aka might have been avoided. However, under these adverse vascular conditions, it would be practically difficult to deliver even two stent-grafts. In addition, the relaypro bare stent has the thinnest delivery system currently available in japan, so there was no other choice. Physician's comment on cause: the physician speculated that both occlusion of the adamkiewicz artery and premature timing of the blood pressure lowering might have caused this event. Operation type: tevar for the descending aortic aneurysm blood loss: amount is unknown. No image available no pre-case plan available additional information may be available upon request (tc#(B)(4).) Patient outcome - "harm to the patient's health is serious. The patient's outcome is unknown. The patient is monitored under continued spinal drainage."